Event description:
Health professional reported patient "developed a delayed seroma in the left breast. Underwent bilateral exchange of implants. Was noted to have a mass on the medial aspect of the left capsule which was biopsied, and exchange was aborted and no implants were replaced. Postoperatively noted to be bia-alcl on pathology of mass. Returned to the operating room for bilateral completion capsulectomy. Noted to have residual bia-alcl, stage ie, on pathology as well as seroma aspirate. Now remains disease free."

Manufacturer narrative:
Medwatch sent to the FDA on 9/14/2016. Manufacturer of the device is unknown. Therefore, this field in the medwatch has been corrected to reflect this.

Event description:
Health professional reported patient "developed a delayed seroma in the left breast. Underwent bilateral exchange of implants. Was noted to have a mass on the medial aspect of the left capsule which was biopsied, and exchange was aborted and no implants were replaced. Postoperatively noted to be bia-alcl on pathology of mass. Returned to the operating room for bilateral completion capsulectomy. Noted to have residual bia-alcl, stage ie, on pathology as well as seroma aspirate. Now remains disease free."

Manufacturer narrative:
Unique identifier (UDI)#: na. Device labeling addresses alcl: there were no reported events of lymphoma/alcl, for patients in the core study, in the labeling for silicone implants. Device labeling addresses seroma: potential adverse events that may occur with silicone gel filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacemenumigration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness, lymphadenopathy has also been reported in some women with implants. Device labeling addresses: lumps: "patients should perform breast self-examinations monthly and be shown how to distinguish the implant from their breast tissue. The patient should not manipulate or squeeze the implant excessively. The patient should be told that the presence of lumps, persistent pain, swelling, hardening, or change in the implant shape may be signs of symptomatic rupture of the implant. If the patient has any of these signs, she should be told to report them, and possibly have an MRI eval to screen for rupture."